Event description:
1/1997 - pt. Admitted with endocarditis resulting in aortic & mitral valve replacement. Approx 2 years later, pt developed symptoms of aortic insufficiency. 4/2000 - redo heart surg for valve replacement. Upon inspection valve found to have torn leaflet. Both aortic & mitral valves replaced with mechanical valve.